Event description:
The customer stated that his blood glucose readings have been higher than usual. The customer stated that he received a blood glucose reading of 120 mg/dl priro to eating. Two hrs later, he began showing symptoms of hypoglycemia and his glucose was 42 mg/dl. The customer went to the hosp where his blood suger was 49 mg/d. The customer did not have any test strips left, so only the meter will be returned for evaluation. A replacement meter will be sent.